Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from lebanon that the trigger for reverse functionality was broken on the compact air drive device. During service and evaluation, it was observed that the housing pin had broken off, the motor was blocked, the upper trigger was missing and broken and the bearings and seals were worn out. It was further determined that the device failed the following pre-tests: check reverse locking mechanism, check for air leak, check triggers for fwd I rev mode, check for untrue running, check for excessive noise, check the power with test bench: min. 110 to 160 w and check starting behavior. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.